Event description:
It was reported that shaft break occured. The target lesion was located in a carotid stent. A 6.0mmx30mmx135cm sterling balloon catheter was selected for dilation. However, the shaft broke after the procedure. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable.